Manufacturer narrative:
According to the patient report the device was used successfully until 2013, but due to pain and extracochlear stimulation the patient became a non user and the device has been explanted. Additionally, device investigation revealed damage to the active electrode caused by minute device mobility which could have led to reduced benefit if present whilst in use. However, due to a lack of impedance history it cannot be determined whether this damage had already been present whilst implanted. This is a final report.

Event description:
The explanted device was received at worldwide headquarters by the investigation team without any prior complaint. According to information received, the patient has used the device successfully until 2013. Due to pain and extracochlear stimulation (eye twitching) the patient became a non user. A radiological imaging showed proper placement of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was received at ww headquarters by the investigation team. Additional information has been requested from the field. The patient was re-implanted with a new device. From the derf we know that pain and extracochlear stimulation let to the explantation. Additional information received on 12-jan-2017: according to new information the patient has used the device until 2013 successfully. Due to pain and extracochlear stimulation (eye twitching) the patient became a non user.